Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief and one (1) occurrence of uncomfortable stimulation. The patient reported that the evoke scs was turned off and declined attempts for further evaluation and reprogramming by saluda representatives. At the patient¿s request, the evoke scs system was explanted. Additionally, the patient reported that the local MRI facility where the patient resides was not willing to perform an MRI due to the implanted evoke scs system. The patient declined offers by saluda representatives to contact this local MRI facility and confirm the patient¿s MRI-conditional status or identify alternative MRI facilities. The patient confirmed that MRI was required following a recent fall. The evoke scs system did not cause or contribute to the patient¿s fall.

Manufacturer narrative:
The evoke closed loop stimulator (cls) was returned to saluda. The device passed functional testing with no anomalies identified. The patient¿s event logs were reviewed, and no anomalies were identified. Per the patient¿s event logs, the cls had been switched off for the last 10 months. In review of the patient¿s evoke cls serial number and the evoke scs system MRI guidelines, the patient¿s evoke scs system is mr conditional. The evoke scs system MRI guidelines details the specifications and settings for MRI procedure which are allowable. The root cause of the reported event cannot be definitively determined. The evoke scs system user manual cautions ¿if you feel any uncomfortable sensations, such as shocks, jolts, burning, pain or cramping around the chest or abdomen, use your epc to adjust the level of stimulation. If your therapy remains uncomfortable, contact your clinician so they can reprogram your device to restore comfortable therapy for your pain relief¿. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result".